Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company with a product complaint, concerns a female patient of unknown age and ethnicity. The patient was taking human insulin isophane suspension, 24 units, via a humapen savvio red with the route, frequency, indication for use, and start date not provided. On approximately (B)(6) 2021 (reported as a few days before (B)(6) 2021), the patient stated the pen was not working. Further described, the pen was not injecting insulin even after she attached a new needle and performed the priming steps. Troubleshooting was performed and the patient reported that she dialed the dose to 24 units and the injection screw seemed to slide down to zero without injecting any insulin. This device was associated with product complaint (B)(6) /lot number 1905s01. The operator of the device was the patient and her training status was unknown. The duration of use for the device model was unknown and the suspect pen was used for approximately seven months. The device was returned to the manufacturer on 25aug2021. Update 10dec2021: additional information received on 30nov2021 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information for pc (B)(4) associated with lot number 1905s01 of humapen savvio red device and date of manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement (s) dated 010dec2021 in the b.5. Field. No further follow up is planned. Evaluation summary: a female patient reported that her humapen savvio device, which she had been using since (B)(6) 2021, was not injecting insulin even after she attached a new needle and performed the priming steps on approximately (B)(6) 2021. Troubleshooting was performed, and the patient reported that she dialed the dose to 24 units and the injection screw seemed to slide down to zero without injecting any insulin. No adverse event was reported. Investigation of the returned device (batch 1905s01, manufactured may 2019) found the device could not be dosed. An investigation of device components found that the face clutch spring was overlapped, causing the face clutch assembly to jam due to friction with the pen housing. The reportable malfunction "face clutch engagement failure" is confirmed. Without proper engagement of the clutch mechanism, up to a 100% underdose can occur. This is the second known occurrence of this type of potential failure mode for any savvio batch. The first occurred in july 2016. A comprehensive investigation including batch record review, retention sample review, and a complaint history review did not identify any deviations/events related to face clutch engagement failure for this batch. Face clutch functionality is tested on 100% of devices as part of an in-process control. A comprehensive review of the control strategy for the 100% face clutch slip test will be conducted to determine if changes are needed for the test limits. There is no evidence of improper use or storage.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company with a product complaint, concerns a female patient of unknown age and ethnicity. The patient was taking human insulin isophane suspension, 24 units, via a humapen savvio red with the route, frequency, indication for use, and start date not provided. On approximately (B)(6) 2021 (reported as a few days before (B)(6) 2021), the patient stated the pen was not working. Further described, the pen was not injecting insulin even after she attached a new needle and performed the priming steps. Troubleshooting was performed and the patient reported that she dialed the dose to 24 units and the injection screw seemed to slide down to zero without injecting any insulin. This device was associated with product complaint (B)(4)/lot number 1905s01. The operator of the device was the patient and her training status was unknown. The duration of use for the device model was unknown and the suspect pen was used for approximately seven months. The device was returned to the manufacturer on 25aug2021.